Manufacturer narrative:
(B)(4). The device will not be sent back to baxter for evaluation. The device was taken out of service and checked by a technician at the facility. According to the facility's technician, the device requires a key and a code to change any information in the pump. The technician suspected that there was a user error since the facility had initiated key codes to change the pump information. The device was put back into circulation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report an I-pump in which, while a nurse changed the epidural bag, it was noticed that the alarm did not sound on opening the door of the device. The device would not allow the nurse to change the volume when the new bag was erected. There was no adverse event, patient injury, or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced prior to this event. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.